Manufacturer narrative:
The report is from (B)(6). The patient was (B)(6) male with a history of family history of cad, hyperlipidemia, smoking, diabetes, coronary artery disease, hypertension, and bilateral artery stenosis. The target lesion was the proximal left internal carotid artery. Pre-procedure stenosis was 80%. Lesion length was 20mm and the diameter was 5mm. The lesion was pre-dilated and a precise pro rx 10 x 30mm stent was deployed in the target lesion. An angioguard rx, size 6, was successfully deployed and retrieved during the procedure. Final stenosis was 20%. The patient was discharged 2 days post-procedure. Approximately 2 months post-procedure the patient expired. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15042990 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B)(4). The patient was a (B)(6) year old male with a history of family history of cad, hyperlipidemia, smoking, diabetes, coronary artery disease, hypertension, and bilateral artery stenosis. The target lesion was the proximal left internal carotid artery. Pre-procedure stenosis was 80%. Lesion length was 20mm and the diameter was 5mm. The lesion was pre-dilated and a precise pro rx 10 x 30mm stent was deployed in the target lesion. An angioguard rx, size 6, was successfully deployed and retrieved during the procedure. Final stenosis was 20%. The patient was discharged 2 days post-procedure. Approximately 2 months post-procedure ((B)(6) 2010), the patient died.